Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. Device received with broken battery tube threads. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and none of the buttons was working. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states they removed the battery and it started working and then they bolused and got another button error. Customer states the time was advance. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.